Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing and there were episodes of noise reversion. No intervention was performed and the lead remained implanted. Patient status was not known.